Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the self-test, rewind test, prime/seating test, occlusion test and displacement test. Pump failed the basic occlusion test and force sensor test. No unexpected no delivery/occlusion alarm or motor error alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Force sensor zero offset not within specification (36.45 mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. In summary, pump passed all required testing. Failed basic occlusion test and force sensor test due to out of spec force sensor zero offset (36.45 mv). Cosmetic damage was confirmed at the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported crack in the battery compartment. The customer reported blood glucose value of 300 mg/dl. The customer was treated with insulin pump. The event involved product(s) mmt-7040pa, mmt-332a, mmt-1884, mmt-397a. Troubleshooting was performed and stated that customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hours of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-7040pa. No product return is required for mmt-332a. Product return is required for mmt-1884. No product return is required for mmt-397a.